Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported a loss of therapy. She was not feeling stim and experienced a returned of symptom. It was indicated that things had been smoothly until last few weeks. She had diarrhea so badly and went through 4-5 depends in one sitting. Her first accident was last week. On april 04, she had 4-5 accidents and again a day prior to this call. She stated it was pure liquid. She watched what she ate and it happened again yesterday. That was 4-5 time also. She also had one in the middle of the night. It was end of march that was when the issue started. A patient reported her bowel symptoms start coming back gradually in the last 6 months, but not a lot the patient noted. The patient stated she had a horrible day on (B)(6) with 3 bowel movements and then she had one accident. The patient had the ins checked by a healthcare professional (hcp) and the hcp stated the device was working. The patient reported the therapy is on. There were no medical procedures or emi related to the issue. There were no falls or trauma related to the issue. The patient noted at first they got a poor communication, then they changed the batteries and were able to use the patient programmer. The patient was on program 3 at 4.0 v and changed to program 2 at 1.5 v. The patient plans to follow up with the hcp to resolve her symptoms. The patient noted the return of symptoms was gradual and had occurred in the last 6 months. The patient also noted she has not been doing well all y ear and she is diabetic and has been taking medication but that has not changed anything. Additional information from the patient reported they had called about the device not working, she also noted she had a CT and MRI scan. The patient is implanted for fecal in continence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.